Event description:
No further event information at time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of use and the dovetail feature was flared out. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, the articular surface would not assemble with the tibial implant due to a defective locking part of the bearing. There was no patient impact. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.